Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with corroded battery tube spring contact and corroded battery tube. Unit received with no button response due to flattened button dome switch. The keypad connector is locked properly during visual inspection. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a button issue. The customer¿s blood glucose level was high and they treated it with insulin pump. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
.